Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient has received a total of eleven shocks this morning. During the first episode therapy was exhausted and the patient was not able to fully convert from arrhythmia. The patient had multiple different episodes with one being due to atrial fibrillation with rapid ventricular rate that resulted in rhythm acceleration into ventricular fibrillation. It was noted that the patient also had some undersensing in their device. No adverse events were reported.